Manufacturer narrative:
There was no reported infection. This report is submitted on dec 17, 2021.

Manufacturer narrative:
This report is submitted on dec 17, 2021.

Event description:
Per the clinic, the patient experienced an infection (treatment unknown) at the abutment site. The connect device was converted to an osia device on (B)(6) 2021 i.e., the abutment was removed and the osia was placed on the existing implant. Further information is being sought from the clinic.